Event description:
A customer reported that their arm device failed to power on during a rescue attempt. Rescue personnel attempted to replace the battery pack; however, the device still did not power on after the replacement. CPR was administered, but the patient was not resuscitated.

Manufacturer narrative:
Analysis of the arm device's log files, along with statements from the user, revealed that the customer did not follow the instructions for use regarding battery maintenance. Specifically, the customer reported that the batteries were rarely charged, and log data confirmed that the battery packs had not been routinely charged as directed. This lack of regular charging led to full depletion of the batteries, rendering the arm unable to power on during the rescue attempt. As stated in the device user manual: "the battery pack may become unresponsive and non-functional if improperly maintained and left fully depleted."